Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the curved bipolar dissector instrument shaft is bent/broken. There was no report of patient involvement or patient injury.